Event description:
I was having trouble with my stomach, so they did test and found that I had a lot of infection in my stomach. That's when they did the surgery in 2007. I was admitted on a week earlier. The mesh was infected which had grown into my small bowel. They had to resect approximately 2 feet of my small bowel. So I ended up with a wound vac. I also had to have home health come in and take care of my wound. I ended up going back to the hospital with an infection in my stomach again. It made me even more depressed because I couldn't do anything because of the wound vac. I was especially depressed because what it did to my stomach. I feel worse about my stomach now. Dates of use; from 2006 to 2007. Diagnosis or reason for use: infection mesh with small bowel fistula.